Event description:
The customer reported that the central station was making a constant beeping noise. They indicated that they were not getting red or yellow alarms; sound was coming from the speaker, but they could not hear the alarms. This was a brand new installation, which was completed for the department earlier in the day. The devices were in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness of the condition of patient, and no emergency treatment required; a philips clinical specialist for this project was still on site and helped them to make sure that all patients were monitored.